Event description:
It was reported that the customer had an issue with the pump timing out before a bolus can be delivered. Customer's blood glucose was 6.8 mmol/l. Customer stated that the bolus was not delivered and the insulin flow was blocked. Customer was advised to change the infusion set and reservoir. Customer changed out the infusion set and reservoir. Customer was advised to monitor the pump and to call back if they receive the same error when it is time to give a bolus again. When the customer removed the old set, they stated that they did not have a bent cannula. Customer was advised that it could be a site issue as the customer did change the site when they changed the set.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.